Event description:
It was reported that the patient experienced an infection. Vegetation was noted on the right ventricular (rv) lead. The cardiac re synchronization therapy pacemaker (crt-p) system was extracted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.